Event description:
A report received from the USA stated an 840 ventilator experienced communication issues during use on a pt. The patient was removed from the ventilator. There was no report of patient injury.

Manufacturer narrative:
A covidien customer support engineer (cse) evaluated the device. The cse replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb) and backlight inverter pcb, then installed the revision ag software. The ventilator passed calibrations, extended self-testing (est), short self-tests (sst) and performance verification test (pvt). (B)(4).